Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. The fault was determined to be an electrical connection failure so the faulty input connector and front window assembly was replaced. Tested, passed and returned to customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during an emergency patient procedure, using a gs pgvl video monitor, they were getting a "video 1, no signal" error message on the screen. A delay in the procedure of an unknown duration occurred as an unspecified back-up device was obtained. No harm to patient or user was reported.